Manufacturer narrative:
Details of complaint: the nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22. According to the customer, the cns would reboot on its own and come back up and continue displaying the comm loss message. The unit would reboot 3 times and after the third time it would remain stable for about an hour and then the issue (rebooting 3 times) would repeat itself. The same issue randomly happened on different cnss. The customer downgraded 3 of the cnss back to software 02-20 from the upgrade 02-22 to see if the issue is caused by the software update. The units that were downgraded remained stable; however, the ones with the upgrade kept having the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Investigation summary: the investigation from irc identified that in v02-22, the cns may reboot when it is in a network where there is a telemetry server of enterprise gateway. This issue has been resolved and addressed in a newer software version, version 02-23. It is recommended to the customer to upgrade the software to version 02-23. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. B6 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. B7 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. D10 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. Manufacturer references # (B)(4) follow up 001.

Event description:
The nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22.

Event description:
The nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22.

Manufacturer narrative:
The nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22. According to the customer, the cns would reboot on its own and come back up and continue displaying the comm loss message. The unit would reboot 3 times and after the third time it would remain stable for about an hour and then the issue (rebooting 3 times) would repeat itself. The same issue randomly happened on different cnss. The customer downgraded 3 of the cnss back to software 02-20 from the upgrade 02-22 to see if the issue is caused by the software update. The units that were downgraded remained stable; however, the ones with the upgrade kept having the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.